Event description:
In 2008, we were doing a perforated viscus procedure and md asked for a qia 80 which was used initially and worked fine. Then, md requested a reload for it. When the stapler was fired, the staple line was not completed. He then had to restaple with a gia 60 and hand sew. At about one week later, the pt was readmitted to the hospital secondary to nausea/vomiting and inability to tolerate a clear liquid diet. Four days later, this pt underwent an exploratory laparotomy for a leak transverse colon anastomosis at staple line.